Manufacturer narrative:
Citation: gupta et al. Patient-prosthesis mismatch and surgical aortic valve replacement outcomes: retrospective analysis of single-center surgical data. J card surg. 2021 aug;36(8):2805-2815. Doi: 10.1111/jocs.15658. Epub 2021 may 20. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective analysis of patient-prosthesis mismatch and surgical aortic valve replacement outcomes. All data were collected from a single center from 2006 thru the end of 2016. The study population included 3,003 patients (predominantly male, mean age 68 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients, an unspecified number were implanted with a medtronic freestyle aortic root, mosaic bioprosthetic valve, or hall mechanical valve (unique device identifier numbers not provided). Among all patients, 161 total deaths occurred: 12 intraoperative and 149 in-hospital. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients adverse events included: patient-prosthesis mismatch (ppm), aortic stenosis, aortic insufficiency, and reoperation. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.